Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted from 100% to 10% within a few hours. In addition, the pump battery gauge remained at 95% despite the pump being in use. The customer¿s blood glucose level at the time of the follow up was 127 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.